Event description:
The customer contributes the patient's (patient c7) stage 1 buttocks pressure injury to the use of the progressa bed. The customer reported this 62 y.o. Patient's diagnosis of covid and that operative intervention was not required for pressure injury treatment, however, further details of the patient¿s current or past medical history or medical interventions were not provided. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The customer contributes the patient's (patient c7) stage 1 buttocks pressure injury to the use of the progressa bed. The customer reported this 62 y.o. Patient's diagnosis of covid and that operative intervention was not required for pressure injury treatment, however, further details of the patient¿s current or past medical history or medical interventions were not provided. The customer stated the facility unit's standard positioning protocols include change of position every 3 hours with alternative relief of the support points, however, no documentation was provided to confirm that this occurred. The customer reported the positioning/repositioning procedure for patients while in bed includes dorsal decubitus 30 degree minimum, lifting of patient by pulling up on the sheet, and sheet changed twice per day minimum with exception of covid patients which was reported as "not systematic." As the customer cannot specify which patient was on which bed all 14 beds and surfaces were thoroughly inspected by the hrc technician and it was confirmed that the beds are functioning correctly and in accordance with the technical manual: no errors. Airflow works with 30kg on the bed. All values are within the ranges of the technical documentation. The pressures measured were in compliance with the expectations. No malfunction, the bed was performing within specifications. The progressa® bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility; to treat or prevent pressure ulcers; or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The progressa® bed is intended to provide a patient support to be used in health care environments. The progressa® bed may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The progressa® bed is capable of being used with a broad patient population as determined appropriate by the caregiver or institution.the progressa integrated air mattress is a therapy surface option for the progressa bed system. The development of pressure injuries is multifactorial and cannot only be attributed to the performance of the progressa bed. Pressure injuries can develop within 2-6 hours when capillaries supplying the skin and subcutaneous tissues are compressed, causing an obstruction in blood flow, which ultimately leads to tissue necrosis. Prevention of pressure injuries involves a multidisciplinary approach including rapid identification of at-risk individuals such as those with diabetes, incontinence, impaired mobility, peripheral vascular disease, etc., and exercising a vigilant prevention protocol consisting of skincare, nutritional assessment, reducing mechanical load, and utilizing support surfaces. The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility, pressure ulcers, or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The instructions for use (IFU) states the therapy surface is not a substitute for good nursing practice. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. No malfunction was identified during the inspection of the bed and determined to function as designed. Per customer request, the bed was replaced for an alternative model. Stage 1 pressure injuries are characterized by superficial reddening of the skin. Stage 1 pressure injuries can heal very rapidly therefore treatment is focused on nutrition to support wound healing and keeping the area protected/covered and clean. This reported event did not result in serious injury nor serious deterioration in the state of health, and the device functioned as intended. Therefore this is not reportable.

Manufacturer narrative:
The investigation of the mattress by a hillrom service technician is still pending. The customer has been asked to provide further details on the patient, an intervention or treatment provided to the patient impacted by this event or the state of the bed and surface in use. The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility, pressure ulcers, or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The instructions for use (IFU) states the therapy surface is not a substitute for good nursing practice. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Skin redness is the first symptom of pressure on your skin, your warning signal. Once the pressure is removed, the redness fades and no damage has occurred. Redness is not a serious injury and does not require medical or surgical intervention. Therefore, the reported event did not result in serious injury nor serious deterioration in the state of health. Hillrom will provide a final report with the findings of our investigation into this incident.

Event description:
The customer contributes the patient's (B)(6) persistent buttock redness to the use of the progressa bed. Details of the location of the patient's redness, the medical intervention provided, the patient¿s past medical history, or positioning protocols were not provided. This report was filed in our complaint handling system as complaint #(B)(4).